Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva pulse ID 242 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 263.4 cm. The distal end of the fiber appeared fractured, with the remainder, including the exposed glass tip, not returned. Light from the sma connector was observed bright and round, indicating no fracture within the connector. When connected to the laser console, the aim beam was observed to be bright. No other problems with the device were noted. The reported aiming beam issue and failure to fire was not confirmed. Although the reported complaint was unable to be confirmed during product analysis, the observed condition of the fiber body fracture likely contributed to the difficulty using the fiber. It is likely that procedural handling of the device during set-up or use contributed to the fiber body fracture. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva pulse ID 242 laser fiber was used in a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, the laser fiber did not have an aiming beam and did not deliver energy to stone. The procedure was completed with another flexiva pulse ID 242 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information: this event has been deemed reportable based on the investigation finding that the laser fiber body fractured.